Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 694 mg/dl. The customer reported having symptoms of nausea and headache , the customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin injections. It was also reported that the customer received motor error alarms as well as no delivery alarms. Customer's blood glucose level was unknown. Troubleshooting occured. Advised insulin pump would be replaced.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners, belt clip slot and battery tube threads. Unit received with minor scratched display window. Unit received with stained end cap sticker.